Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("abnormal pain resulting in a miscarriage"), pregnancy with contraceptive device ("abnormal pain resulting in a miscarriage") and the first episode of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. A78077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight and bacterial infection. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ lot of spotting"), urinary tract infection ("urinary infection"), cystitis ("bladder infection"), pelvic pain ("pain") and the second episode of abdominal pain ("abdominal and left sided pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral removal of ovaries) and uin 2016, she underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, back pain, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis and the last episode of abdominal pain outcome was unknown and the genital haemorrhage and pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: 4 coils in right. 2 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). On (B)(6) 2014, hysterosalpingogram left tube was not occluded and right tube was occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("abnormal pain resulting in a miscarriage"), pregnancy with contraceptive device ("abnormal pain resulting in a miscarriage") and the first episode of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight and bacterial infection. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ lot of spotting"), urinary tract infection ("urinary infection"), cystitis ("bladder infection"), pelvic pain ("pain"), weight decreased ("weight loss") and the second episode of abdominal pain ("abdominal and left sided pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral removal of ovaries)) and surgery (uin 2016, she underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, back pain, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis and the last episode of abdominal pain outcome was unknown and the genital haemorrhage and pelvic pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: 4 coils in right. 2 coils in left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) on (B)(6) 2014, lhysterosalpingogram eft tube was not occluded and right tube was occluded. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet- events abnormal bleeding (vaginal, menorrhagia), infection urinary, bladder, migration of essure device location of device: fallopian tube, pain, and weight loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and menorrhagia ("excessive menstrual cycles and abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed in 2016. At the time of the report, the abdominal pain, back pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("abnormal pain resulting in a miscarriage"), pregnancy with contraceptive device ("abnormal pain resulting in a miscarriage") and the first episode of abdominal pain ("severe abdominal pain") in a 33-year-old female patient who had essure (batch no. A78077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *on (B)(6) 2014, lhysterosalpingogram eft tube was not occluded and right tube was occluded. Concurrent conditions included overweight and bacterial infection. Concomitant products included ibuprofen and naproxen sodium (aleve). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), the first episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ lot of spotting"), cystitis ("bladder infection") and the second episode of abdominal pain ("abdominal and left sided pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral removal of ovaries) and uin 2016, she nderwent a bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, back pain, menorrhagia, vaginal haemorrhage, urinary tract infection, cystitis, weight decreased, the last episode of abdominal pain and weight increased outcome was unknown and the genital haemorrhage and pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, cystitis, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: 4 coils in right. 2 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: plaintiff fact sheet was received. Events added from pfs- weight gain. Reporter information, plaintiff¿s age was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a portion that remained in the interstitial portion of the fallopian tube'), device dislocation ('migration of essure device location') and abdominal pain ('severe abdominal pain') in a 33-year-old female patient who had essure (batch no. A78077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida (g4), parity (p2a2), asthma, hepatitis c, tobacco abuse, abnormal uterine bleeding, abdominal cramps and ruq pain. *on (B)(6) 2014, hysterosalpingogram eft tube was not occluded and right tube was occluded. Concurrent conditions included overweight and bacterial infection. Concomitant products included ibuprofen and naproxen sodium (aleve). In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("abnormal pain resulting in a miscarriage"), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ lot of spotting"), cystitis ("bladder infection") and abdominal pain localised ("abdominal and left sided pain"), was found to have a pregnancy with contraceptive device ("abnormal pain resulting in a miscarriage") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral removal of ovaries), vaginal hysterectomy , bilateral salpingectomy , cystoscopy and u in 2016, she underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, back pain, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, cystitis, weight decreased, abdominal pain localised and weight increased outcome was unknown and the genital haemorrhage and pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, device breakage, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased and abdominal pain localised to be related to essure. The reporter commented: 4 coils in right. 2 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage. Lot number:a78077. Manufacturing date:2012-11. Expiration date:2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there was a portion that remained in the interstitial portion of the fallopian tube'), device dislocation ('migration of essure device location') and abdominal pain ('severe abdominal pain') in a 33-year-old female patient who had essure (batch no. A78077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida (g4), parity (p2a2), asthma, hepatitis c, tobacco abuse, abnormal uterine bleeding, abdominal cramps and ruq pain. *on (B)(6) 2014, lhysterosalpingogram eft tube was not occluded and right tube was occluded. Concurrent conditions included overweight and bacterial infection. Concomitant products included ibuprofen and naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("abnormal pain resulting in a miscarriage"), back pain ("severe back pain"), heavy menstrual bleeding ("excessive menstrual cycles and abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ lot of spotting"), cystitis ("bladder infection") and abdominal pain localised ("abdominal and left sided pain"), was found to have a pregnancy with contraceptive device ("abnormal pain resulting in a miscarriage") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral removal of ovaries), vaginal hysterectomy , bilateral salpingectomy , cystoscopy and uin 2016, she nderwent a bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, abdominal pain, abortion spontaneous, pregnancy with contraceptive device, back pain, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, cystitis, weight decreased, abdominal pain localised and weight increased outcome was unknown and the genital haemorrhage and pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, cystitis, device breakage, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, weight decreased, weight increased and abdominal pain localised to be related to essure. The reporter commented: 4 coils in right. 2 coils in left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Reporter information , other relevant history , event : device breakage added. Seriousness criteria for events genital haemorrhage, pregnancy with contraceptive device and spontaneous abortion updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.